Manufacturer narrative:
Concomitant products: c4tr01 ipg, implanted: (B)(6) 2014.

Event description:
It was reported that the left ventricular (lv) lead had varying thresholds that increased to high measurements. Lead impedance trended up and increased to a high impedance measurement. Reprogramming was done and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.